Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing pain upon right ventricular pacing and presented to the emergency room on (B)(6) 2020. The patient was brought in for lead revision due to the lead embedded in the right ventricle and possible right ventricular (rv) lead perforation on (B)(6) 2020. Upon assessment, the rv lead had some fatty tissue on the end of it. Computerized tomography (CT) scan revealed micro-perforation. The lead was explanted and replaced successfully. The patient was stable and recovering.